Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("ultrasound was performed and showed that one of the two implants migrated in the uterus") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstruation irregular. In 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menstruations that lasted one month") and abdominal pain ("belly ache every time"). In 2015, the patient experienced dysphagia ("difficulty to swallow"), fatigue ("significant chronic fatigue"), musculoskeletal disorder ("had the feeling to have the lower part of the legs and the ankles got stuck / when took a book and was turning pages, her fingers got also stuck") and muscle atrophy ("muscle atrophy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("two months after the placement, lost an implant in the shower"), insomnia ("before the intervention, did not sleep anymore"), arthropathy ("articulation problem") and allergy to metals ("allergic to pewter, component contained in the implant"). The patient was treated with surgery (total hysterectomy was performed in march). Essure was removed. At the time of the report, the device dislocation, menorrhagia, abdominal pain, device expulsion, dysphagia, musculoskeletal disorder, muscle atrophy, insomnia and allergy to metals outcome was unknown and the fatigue and arthropathy had resolved. The reporter considered abdominal pain, allergy to metals, arthropathy, device dislocation, device expulsion, dysphagia, fatigue, insomnia, menorrhagia, muscle atrophy and musculoskeletal disorder to be related to essure. The reporter commented: after the placement of essure, symptoms developed rapidly and her general health started to worsen in 2015. She requested a decrease of work time and worked at 32 hours and also stopped working for 2 months. The patient was thinking to suit the company. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one of the two implants migrated in the uterus, on an unspecified date - fiberscopy was performed and showed nothing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23-aug-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1.332 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or other is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.